Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement and migration occurred. The target lesion was located in the tortuous and highly calcified proximal left circumflex artery. Following pre-dilation of a 2.0mm and 2.5mm emerge balloon catheter, a 3.50 x 12mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was inserted to re-deliver the device, however, resistance was felt while entering the stent and still was not able to cross the lesion. The device was pulled into the guide but the stent was dislodged on the tip of the guide catheter. The guide catheter was removed when the stent migrated further into a vessel in the patient's leg. The physician's recommendation was made to leave the stent due to no subsequent complications. The procedure was completed with surgery and the patient was transferred to another hospital for a bypass procedure.